Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that she didn't believe that the therapy had helped. The patient had leakage especially in the morning hours. She voided every 3 hours during the day. She thought she may have been voiding a little more frequently than before the device. She still wore depends. The patient felt stimulation as a fluttering however she didn't feel it all the time. The patient had stents in the kidney because the ureter tube had become blocked and she recently had a procedure to remove on of those due to corrosion. The health care provider (hcp) needed to use a laser to remove it. The patient did not recall turning the stimulation off and had left it up to the hcp. The stents needed to be replaced on a regular basis. There were no traumas or falls reported related to this issue. The patient had made adjustments herself and used all the programs and had at least 3 reprogramming sessions at the hcp's office. The patient asked if the device could be removed and the patient was directed to her hcp to discuss that option. The indication for use was unknown.